Manufacturer narrative:
The reported complaint related to nuisance air in line alarms could not be confirmed. Incident device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that an air-in-line alarm occurred on (B)(6) 2019 during a blood transfusion. It was noted that the clinician did not have any issue when running a primary IV infusion using the same module.